Event description:
Healthcare professional reported a left side "textured silicone filled implant" and "change in the size." Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant removal.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Healthcare professional reported a left side "textured silicone filled implant" and "change in the size." Healthcare professional additionally reported rupture. Device has been explanted.